Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 06/16/2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 1020mg/dl with polydipsia, nausea, emesis, and moderate ketones. The patient was taken to the hospital and treated with IV fluids. The reporter stated that the patient was overrode the dosage recommended by the bolus calculator. Customer support (cs) completed troubleshooting and all settings were correct. The patient lost confidence and is insistent on replacing the pump. The patient also had a urinary tract infection. Cs is referring the patient to their healthcare professional for diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the pump records show the last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. Pump was manually suspended on (B)(6) 2015 10:04 followed by unexplained por event. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. No eaw¿s occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.